Event description:
The 2nd right posterolateral branch was treated during the index procedure. The lesion was predilated, it was reported that the lesion was moderately calcified with tortuosity between 45 and 90 and pre-procedure diameter stenosis of 90%. One resolute integrity rx drug-eluting stent was implanted but the site reported that the stent was not expanded to it's desired diameter. The patient was discharged one day post index procedure. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of the reported event cannot be determined).